Event description:
It was reported by service report that the pt bled out on the bed and the blood soaked through mattress cover. There was pt involvement; however, no adverse consequences were reported.

Manufacturer narrative:
Conclusion: mattress was removed from service and replacement was delivered to account.